Manufacturer narrative:
Concomitant medical products: 1688t lead, implanted: (B)(6) 2006; evolutpro-29-us transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.